Event description:
The customer stated that he tested his blood glucose using his contour and freestyle meters. The contour read 536 mg/dl, while the freestyle read 126 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were to be returned for evaluation. Replacement test strips were sent to the customer.